Event description:
Based on a report from southwest pt care services, gendron was made aware that the left wheel axle bolt, lock washer and driver key loosened and the wheel almost came off the axle of a gendron 7200 regency power wheelchair. The user was apparently driving at the lowest possible speed setting on the joystick at the time the chair became difficult to control. According to the user, the chair turned left into a hallway wall but caused no damage to the chair or user. The user made several attempts to go forward but the chair continued to go to the left. Upon visual inspection, the user and user's spouse determined that the left rear drive wheel was partially off the axle, and the bolt, driver key and washer were missing. The dealer southwest pt care, was contacted to evaluate the power wheelchair and make any necessary repairs to the chair.